Manufacturer narrative:
Product event summary: at analysis, it was found that the ventricular connector was cracked and the battery contacts were visibly contaminated. The device was cleaned and visible signs of contamination were removed from the battery contacts, the ventricle connector was replaced and the generator then passed all tests.

Event description:
The external pulse generator was returned with no information though analysis paperwork stated the reason for return as preventive maintenance and the generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.